Manufacturer narrative:
The affected device was analyzed by dräger service. During the device analysis the fault could be confirmed and it was found that the valve of the oxygen mixer cartridge was leaking. After replacement of the o2 valve the device passed a full test according to specification. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. In the event of an unsuccessful warmstart, an audible alarm is kept activated and the emergency-breathing valve remains open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device rebooted on patient and displayed the message mixer inop. No injury was reported.